Event description:
It was reported that the insulin pump alarmed button error. Troubleshooting was done. Customer's blood glucose was 140 mg/dl an hour ago. Advised the customer that insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarm during testing was noted. The pump also had a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, minor scratches, and cracks on the display window.